Event description:
Per the audiologist, the patient's father reported that the patient's performance was not as good as expected when using the cochlear implant system. It was also reported that the electrode array was either partially inserted or had extruded from the cochlea. The patient's device was explanted in 2008 (date not reported). A new cochlear implant was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.